Manufacturer narrative:
Additional information has been provided in d.10, h.6 and h.10. The handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced a corneal burn during a cataract extraction with intraocular lens implant surgery on the patients right eye. The burn occurred immediately upon entering the eye and after stepping on the pedal of the system. The surgeon believes this was caused by an ill-fitting phaco sleeve and an occlusion in the phaco handpiece from the viscoelastic. The patients anterior chamber shallowed and a wound leak was noted. Four sutures were required to close the wound. Leakage was noted at the end of the case despite four sutures and a pressure patch was placed. At one week post-operation the patient was noted to have experienced mild temporal corneal opacity and astigmatism. Removal of the sutures is planned for one suture at a time over months. Patient symptoms are continuing.